Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. There was no report of any patient injury or medical intervention resulting from this failure. Information was requested by baxter regarding whether or not the pump was in use on a patient when the failure occurred, specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. There have been no reports of any patient incident involving this pump since the last baxter service event.